Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that implant on tooth site #14 was removed due to sinus perforation. Symptoms of the event: sinusitis, inflammation and pain.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) imp,tsv,mcol mg,6.0mm,8mm,mtx (tsvm6b8) was returned for investigation. Visual evaluation of the as returned product identified the implant had bone debris on external threads. External platform and micro thread damage possibly due to the removal process. Measurement¿s match drawing, they were measured by using caliper. No malfunction was identified during analysis. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the device was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number 1243902. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number 1243902 for similar events and no other complaint was identified. The implant could not be functionally tested for the reported event (perforated sinus). Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation is an implant of an inappropriate size or improper techniques can cause bone loss, patient injury, pain and implant failure. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.